Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were mean diameter 25.7mm and perimeter 80.8mm. The valve was implanted without any complication. On (B)(6) 2024, an echocardiogram showed high gradient. There was no intervention performed for now and they are monitoring the patient. The patient was reported stable.

Manufacturer narrative:
An event of device stenosis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and the cine review, the cause of the reported device stenosis could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.